Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the response buttons were not functioning. The cause for the improperly functioning response button is a damaged front response button. The root cause of the damaged response button cannot be positively identified. No adverse event resulted from the damaged response button. The patient received a replacement monitor.